Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by ¿tummy ache¿ and cloudy pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). No further detail was provided regarding the outcome of the event or whether pd therapy was ongoing. No additional information is available.